Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump received was not stuck in the manufacturing mode. Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected insulin flow blocked alarm noted. Insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 115 mg/dl at the time of the incident. The customer¿s blood glucose level was 422 mg/dl. The customer reported that insulin pump received insulin flow blocked alert and the customer changed infusion set and reservoir. The customer performed a 5.0 unit fill cannula and the insulin did not exit and insulin pump alarmed insulin flow blocked. The customer removed the reservoir from the insulin pump and did rewind and ran load reservoir with empty insulin pump until piston reaches end of travel and the insulin pump alarmed. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.